Manufacturer narrative:
Results: offset coil winds were present throughout the length of both coils. The proximal constraint sphere was intact on the proximal end of the embolization coil. During functional analysis, the embolization coil was unable to be functionally tested due to its returned condition. Conclusions: evaluation of the returned ruby coil embolization coil and non-penumbra coil revealed offset coil winds throughout the length of the coils. Further evaluation revealed that the proximal constraint sphere was intact on the proximal end of the embolization coil. All the observed damages were not mentioned in the reported complaint and may be incidental. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the brachiocephalic artery using ruby coils and lantern delivery microcatheter (lantern). It was noted that patient anatomy was tortuous and narrowed. During the procedure, the physician placed a ruby coil in the target vessel using the lantern. While advancing another ruby coil through the lantern, the ruby coil became stuck in the middle of the lantern; therefore, it was removed. The procedure was completed using another ruby coil, three pod packing coils (pod pc) and the same lantern. There was no report of an adverse effect to the patient.